Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported "replacement to textured/ruptured implants" on right side, device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "replacement to textured/ruptured implants" on right side, device was explanted.

Manufacturer narrative:
Device evaluation: a weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one sharp edge opening in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with stress marks in the side posterior assessed as surgical impact opening.

Event description:
Healthcare professional reported "replacement to textured/ruptured implants" on right side, device was explanted.